Event description:
The customer reported non-reproducible elevated troponin I (access accutni) results, for three patients, involving the unicel dxc 600i synchron access clinical system. Patient #1 was an in-patient whose sample was analyzed in duplicate (reflex test), with results above and below the acute myocardial infarction (ami) limit of the assay. Additional serial draws from the patient produced lower results, within the normal reference range. Patient #2's sample analyzed in duplicate, and the results were above and below the ami limit of the assay. This patient also had an elevated creatine kinase-mb (ck-mb) result, with a normal duplicate/reflex result. Patient #3 obtained initial duplicate results that were within the risk stratification range and within the normal) reference interval. A reanalysis of the patient sample recovered a lower result, within the normal reference interval. The customer stated the erroneous results were not released out of the laboratory. The physicians were notified and repeat testing was performed before the results were released. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed bubbles within the dispense probe lines. The fse removed and rebuilt the instrument wash pump, primed the pump, and then observed more bubbles forming within the dispense probe lines. The fse noted system check had failed to pass within instrument specifications on the morning of (B)(4) 2012. The fse replaced the wash pump o-ring and seal, and the aspirate probes to resolve the issue. System check and quality control (qc) were performed and passed within the laboratory's established ranges. The instrument conformed to the manufacturer's published performance specifications.